Manufacturer narrative:
H6; code 400: cartridge tab bent, channel tab bent, cartridge was forced out of channel. Facility experienced an event with the endopath ets while performing a laparoscopy. The product complaint analysis team has completed its investigation of the device which was returned to co with product inquiry #972252. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: batch number, k00r19; cartridge pan in place/condition, loose; condition of drivers, good; lockout tabs on pan condition, bent; and position/condition of wedge sleds, 1/2 fired. Functional tests & results: is hyper lockout condition present, no; condition of clamp first lockout, condition of clamping mechanism, condition of firing mechanism, condition of knife, and condition of wedge bands, good. Analysis conclusion: based upon the inquiry info received, the visual examination, and the functional testing, no conclusion could be reached as to why the cartridge reportedly "fell out of the instrument" during surgery. The instrument was returned in good physical condition. It was concluded that the instrument was fully functional and conforming to design specifications. The experience the surgeon reported could not be repeated. The returned cartridge had a bent lockout tab on the pan which indicates that the instrument's firing cycle was interrupted, released, then restarted. When this occurred, the lockout tab on the cartridge became damaged. If the instrument's firing cycle is interrupted, released, then restarted, the cartridge will lockout and a new cartridge should be loaded into the instrument. Each instrument is evaluated during the assembly process to ensure it functions properly. Co strives to understand each incident as it occurs in order to continuously improve the products.

Event description:
During a laparoscopy, bilateral tubal ligation and cystectomy procedure. It was reported by the scrub technician the tsw35 fired fine twice, but on the third firing the cartridge fell into the pt's abdomen. The cartridge was retrieved without difficulty. The device was reloaded with a new cartridge and was fired, but it only partially cut and stapled. A new tsw35 was opened to complete the procedure. There was no consequence to the pt.